Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. Add'l info has been requested. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant, the pt's vision was 20/25 one day postoperatively, then it decreased significantly "over the weekend" (two to three days postoperatively) due to corneal decompensation/edema. The surgeon reported that, although the onset was somewhat late, he thinks it may be a tass (toxic anterior segment syndrome) case. He reported that the pt has been seen by a corneal specialist who said it may be atypical tass. The pt is on drug therapy and being monitored. The surgeon stated that he is not suggesting the lens caused the event. Add'l info has been requested.